Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the patient's right ventricular (rv) lead had undersensing, high thresholds and dislodgement. The lead had been revised multiple times in the past, however the lead continued to dislodge. The lead was explanted and replaced. No patient complications have been reported as a result of this event.